Manufacturer narrative:
Additional information will be provided after investigation is completed.

Event description:
Porcelain on probe is missing or broke off. Not sure at this time if it is inside pt.